Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product. The device was implanted for treatment.

Manufacturer narrative:
Lawyer-filed report- (B)(4). Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.